Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had abruptly started experiencing alarms of no external power only when plugged into their home mobile power unit (mpu) a few days prior. The patient never had any pump stops on interrogation and the backup battery functioned appropriately. The patient did have no external power alarms noted on the interrogation over the last couple days in which it indicated these were the events where they attempted to use the mpu. The patient remained on batteries until their clinic visit and denied having any recurrence or issue while on batteries. It was noted that the patient was recently implanted on (B)(6) 2026 with the mpu given to them then. The patient brought their mpu to the visit and as soon as they were plugged into it the site confirmed it alarms with no external power. This occurred even after double checking both patient cables were correctly attached, and that the black power cord with the yellow piece was secured and plugged in appropriately. It was also noted that the mpu did not even alarm with a yellow wrench light indicator when these alarms began occurring. There were no visual or auditory alarms on the mpu as would be expected for faulty mpu. The patient was quickly put on the power module (pm) and there were no issues. The alarms resolved and power supply returned indicating that this was not an issue patient cables on the controller. The biomed engineers checked it out and they were unable to confirm any external concern and believe the issue to be internal to the mpu. No log files were obtained while the patient was attached to the pm. The patient was provided a new mpu for home.